Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the failure. A faulty battery pca was found. The battery pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction of the battery pca that caused unexpected shutdowns.

Event description:
The customer reported that the device was shutting down. There was no reported pt involvement.